Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received numbing medication (lidocaine) at the dentist and then received a notification indicating blood glucose levels were lowering (42 mg/dl). Customer ate a candy bar and bg levels went to target range. The customer was unable to test bg levels with a bg meter at the time of the report.